Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, explanted an iol that was implanted in one of the patient in 2019. Lens has changed color in the eye of the patient and the surgeon has removed the lens from the patients eye. The lens was exchanged 05 years 04 months following the initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3 and h.11. Returned iol (intra ocular lens) is not an company manufactured lens. The reported product was not returned. The manufacturer internal reference number is: (B)(4).